Event description:
Upon a f/u on (B)(6) 2013, the user reported that the sleep apnea monitoring function was off (no data available), although it should have been automatically activated upon the first post-implant interrogation on (B)(6) 2013.

Manufacturer narrative:
On (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.